Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire perforated the insulation near the terminal pin. The lead was never in placed. Anew lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed a puncture hole from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Puncture is coming from the guidewire entering the tip end. The field report and the observation of a puncture hole in the insulation near the tip section of the lead damage are consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire perforated the insulation near the terminal pin. The lead was never in placed. Anew lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.